Event description:
ER physician misdiagnosed a desensitized kink artifact on a radiographic image as pneumonia. The pt was also observed to be symptomatic. The pt was given an antibiotic and had a mild reaction to the antibiotic which was described as itching.